Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the cdh25 cuts the tissue, but there was no staples in the device, so the surgeon had to suture the anastomosis under hard issues.